Event description:
Upon removal of PICC line after approximately ten days of use, a portion of the PICC broke off and was lost in the subcutaneous tissue. On x-ray the line appeared to be entirely within the arm with the tip near the axillary vein. The distal end of the catheter appeared to be near the exit site where the initial PICC line had punctured the skin. Despite its close proximity, surgery service was unable to remove the line with local wound exploration. Interventional radiology was required to retrieve the remaining piece of PICC line.